Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 5 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, the valve failed due to aortic regurgitation. Additional information provided per fcs indicating the failure mode of the valve is aortic insufficiency with a mean gradient of 33.9mmhg. The patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve. Post intervention the mean gradient measured 14mmhg. Per report, the patient tolerated the procedure well. In addition, a shortcut device was used for left and right coronary leaflet modification.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the provided medical records, echocardiography performed at approximately (B)(6) post tavr procedure revealed a lvef (left ventricular ejection fraction) of 60-65 percent, the bioprosthetic aortic valve had severe central aortic insufficiency, and no paravalvular insufficiency was present. The patient presented with respiratory failure as well as decompensated heart failure in the setting of influenza and pneumonia. The patient was not considered a surgical candidate.